Event description:
It was reported that low impedance and noise was observed on the right ventricular lead due to loose set screw connection on the pacemaker. Normal impedance was noted when the lead was reseated in the pacemaker header. The patient was asymptomatic. The physician elected to explant and replace the lead because the patient was pacemaker dependent. The patient was stable post procedure.